Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was returned for evaluation. The sideport was detached from the hemostasis hub. No other visual anomalies were noted. The introducer sideport tubing could not be flushed. Further investigation revealed the stopcock tubing was occluded with excess solvent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to this complaint investigation. The issue will continue to be monitored.

Event description:
This report is to advise of a detached sideport found during analysis.